Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met during the loading sequence. Customer changed the syringe needle and cartridge to resolve the issue. Customer's blood glucose (bg) was 180 mg/dl.